Manufacturer narrative:
If explanted, give date: not applicable as to date the lens remains implanted and therefore not explanted. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after an intraocular lens (iol) was inserted into the patient's eye, it was noticed that the anterior surface looked like it had some sort of ringed pattern. No patient injury was reported. The lens remains implanted. No further information was provided.

Manufacturer narrative:
Device evaluation: the intraocular lens (iol) was not returned at the manufacturing site as it remains implanted. A video and photo were provided and they showed what appeared to be circles in the optic of the lens but they reflected as light circles. It was not possible to identify the source. Based on the video/photo the customer's reported complaint could not be confirmed. It could not be determined if the circles were related to manufacturing as the lens was not available for evaluation. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.